Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating there is a chip in the touchscreen. There was no patient involvement, and no impact was alleged.